Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly. No blank display or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump. Had a critical pump error and unable to clear the alarm due to buttons were unresponsive. Customer also reported that the insulin pump had a blank display. That was resolve with new battery. The insulin pump was exposed to moisture that could have led to the issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.